Manufacturer narrative:
When using the rollator at home the left front caster fell off. Due that the user fell to the floor. The banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in, (B)(6).

Event description:
When using the rollator at home the left front caster fell off.